Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that during the lead trial, the pt felt strong vibration on her left side and muscle soreness on her left lower back. The physician noted that the lead irritated the nerve root and caused the discomfort. Removing the lead resolved the issue. No further info is available at this time.